Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to create a seal and severe bleeding occurred. The procedure was converted and a side biter clamp was used to complete the procedure. The pt did not require a transfusion and the hosp did not know how much blood was lost. The hosp will reportedly not be returning the products in question. Refer to MFR report #2242352-2012-00737.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file # (B)(4).